Event description:
I had an appointment with my pcp(primary care physician) (B)(6) 2022. After walking up 3 flight of stairs I couldn't breath. My doctor thought it might be asthma and prescribed an inhaler. (B)(6) 2023, I got covid. (B)(6) 2023 saw dr because of constant chest congestion. An x-ray and cat scan were ordered. A 16 mm spot of cancer was found in my left lung. I was referred to the oncologist and finally began treatment in (B)(6) 2023. The cancer was diagnosed to be alk(anaplastic lymphoma kinase) positive. Until this week, I didn't know that there may be a connection to my use of a philips respironics CPAP machine. I will be speaking to all my doctors about this. I don't have all the test dates. There have been many. The machine that I'm using now is a replacement of a prior machine. I received it (B)(6) 2021. I don't have the dates with me. I've had x-ray, cat (computerized tomography) scans, mris, biopsies, blood tests monthly for the past year.